Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the posterior side, opening crack and crease sharp in the anterior side. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. A crease sharp opening on anterior due to a fold flaw opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.